Manufacturer narrative:
If explanted: not applicable; lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (iol) a scratch was observed in the lens surface. Additionally, it was noted there was ''white dust¿ which was washed away during the procedure with irrigation/aspiration. Preparation was done according to instructions. Injector worked properly. Lens is still in the eye of patient since scratch was not on optic axel and there is no need for secondary operations. Patient will contact clinic if problems occur. Follow up confirmed the patient was fine after the surgery. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.